Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged during the patient's coronary artery bypass grafting procedure. The ra lead would then not capture and it exhibited undersensing. No asystole occurred. A revision procedure was needed and the lead was explanted and replaced. No additional adverse patient effects were reported.